Manufacturer narrative:
Per the clinic, it was reported that the patient developed an ulcerated wound near the site of the sound processor due to pressure/soreness from reading glasses. The patient was treated with oral antibiotics at that time. Subsequently, the patient developed an infection and wound dehiscence, following that the patient was treated with IV antibiotics and hospitalized for 6 weeks, however, the issue did not resolve. The device was explanted on (B)(6) 2025 under general anaesthesia. It is unknown if there are plans to explant the device and to re-implant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an extrusion at silicone of implant. It is unknown if there are plans to explant the device and to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.